Manufacturer narrative:
A radiographic image provided shows two screws in situ. The head of one screw appears to have part of the head missing.

Manufacturer narrative:
The device was not returned for evaluation, however films were supplied for review. Analysis of the films is not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Allegedly, during implantation of the screw, the screw stopped going forward and couldn´t be removed. The surgeon had to cut/shape the screw so it would not protrude. No additional patient complications were reported.